Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered the forceps cover glue was missing. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned an evis exera ii ultrasound gastrovideoscope to olympus. Upon inspection and testing of the returned device, it was observed the adhesive on forceps cover was peeling. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contributed to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the event was likely caused by external forces applied by rubbing the device during daily use including re-processing. Additionally, the peeling might be due to aging deterioration as a result of when the device was manufactured. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.